Event description:
Clinical study. It was reported that post index procedure, the pt expired. The pt presented to the index procedure with unstable angina and an acute myocardial infarction. The index lesion was identified in the proximal left anterior descending artery (lad) with 70% stenosis and a 3.0 mm reference vessel diameter. The target lesion was treated with direct placement of a 3.0 x 12 mm taxus express2 stent, reducing stenosis to 0%. The diagonal branch was jailed with an ostial pinch of 60-70% post stent placement. There was timi iii flow and the pt was pain free upon completion of the procedure. No attempts were made to improve the flow in the small caliber diagonal branch. The pt rec'd a gpiib/iiia inhibitor, aspirin, and plavix during the procedure. The pt was discharged one day later on asa and plavix. Several attempts to contact this pt for the two-year follow-up were unsuccessful. A search of the social security death index showed that the pt died 399 days post enrollment. The cause of death is unknown. No autopsy was performed and no add'l info is expected. In the opinion of the physician and clinical events committee, there is an unknown relationship between the death and the stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 7175260 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined.